Event description:
During 3 procedures, the introducer became bent and the part of the introducer distal to the kinking spot dislodge and became stuck inside the patient. The introducer was breaking apart with the distal part of the plastic tube remaining in the femoral vein or migrating upstream into the right cardiac atrium. This required the involvement of vascular surgeons to perform a cut-down procedure to the femoral vein in order to retrieve the foreign body. Alternatively, the dislodged introducer-part was retrieved using catheter techniques including loop snare catheters from an additional venous access though the internal jugular vein or the contralateral femoral vein. It was stated that there were no indications of user error. No other complications occurred.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported kinking and dislodgement could not be conclusively determined.